Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2009. During the procedure, the catheter was primed and inserted in the uterus. The pressure was titrated and stabilized at 180-190mmhg. The pre-heating phase was started and completed within two minutes. The therapy cycle was started and pressure was stable for one minute thirty seconds and then started to drop gradually. At four minutes thirty seconds, the pressure dropped sharply to below 90 mmhg and the procedure was aborted automatically. Laparoscopic investigation revealed a uterine rupture with no other damage to the surrounding tissue. The surgeon sutured the uterine tear laparoscopically. The patient was discharged in 2009 in good condition. The surgeon opines the cause of the uterine rupture was a possible weakness of the uterine wall.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.